Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer's mother stated that prior to the event, the customer had been vomiting, lethargic, and dehydrated. The customer's mother also stated that after the hospitalization, the insulin pump gave two motor error alarms. Troubleshooting was performed. The insulin pump passed both the self test and the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.